Manufacturer narrative:
The driver's patient data file was reviewed and revealed three emergency battery error alarms confirming the reported issue. Investigation testing determined that one of the emergency battery's individual cells had become over charged resulting in a current over voltage safety flag (cov). The root cause of the reported issue was a malfunction of the emergency battery. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4).

Event description:
While performing functional testing, a syncardia technician reported that the companion 2 driver emergency battery was unable to power the driver and the driver exhibited a persistent emergency battery error alarm.